Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient on (B)(6) 2020. The patient reported that their pump was beeping. The patient clarified that the pump went empty because their pain management released them from their care and the patient had not found a new doctor. The patient confirmed that the issue had not been resolved as they are still attempting to work through insurance and workman's comp to find a new doctor. According to the patient, they lost 50 lbs due to the pain and withdrawals.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and an unknown drug at unknown concentrations and dosages via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the pump medication ran out about three weeks prior and the patient was in "a lot of pain". The patient did not allege hearing an alarm, but they were noticing a return of pain. The patient requested physician listings. No further complications were reported.